Manufacturer narrative:
The affected device will not be returned to the manufacturer for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
According to the information received, at the end of the procedure, customer turned off light source and gas, then set the cable down on the drape on top of the patient. The silver ring on cord got hot and burned patient the size of a dime on abdomen, and the burn got treated right away. No further injury reported.